Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the right ventricular (rv) lead exhibiting noise and low pacing impedance. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition. Further information was requested but not received.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.5 cm from the connector pin and procedural damage to the outer insulation at 3.0, 7.0, 12.0. And 19.0 cm from the distal tip. Distal tip.